Manufacturer narrative:
(B)(4).

Event description:
The customer reported a false positive reaction with solidscreen ii anti-d blend. The customer could send us neither the sample nor the complaint product. Customer was not sure about the used lot and complaint, therefore, both possible lots (7019060-01 or 7945060-01). The quality control laboratory tested the two lots with different week d positive and rh (d) negative samples. All reactions were correctly positive, respectively negative. We didn't observe any false positive reactions. Due to the reported test results of customer, we assume the affected sample to be weak d positive and not rh (d) negative.